Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that on (B)(6) 2019, patient was examined for granulation tissue with bleeding at the stoma site. The patient was diagnosed with stoma site infection and was hospitalized. On the same day, patient was started on unspecified antibiotic medication.